Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was approximately 150 mg/dl. Customer declined a follow up from tandem technical support regarding back-up therapy.